Event description:
Overdelivery reported: it was reported that the pump was programmed in the concurrent delivery mode. One liter of d5w was infusing on the primary mode at 75ml/hr without event. Morphine(0.5ml/hr) was infusing on the secondary mode at 2.0ml/hr. It was reported that the 50ml morphine fluid container was hung at 1900 hours. At 0830, the morphine fluid container was empty. There were no reports of adverse pt effect or oversedation noted. According to the customer contact, the physician was not notified and an incident report was not filed. Though requested, there was no add'l info available.